Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose at 50 mg/dl after announcing usual meals while using the ilet, had adapted by under-announcing meal sizes by more than 50 percent for breakfast and dinner, treated lows with apple juice, and at times unplugged from the ilet to prevent lows, with device alerts of low and urgent low glucose; the medical device problem and device component were not specified. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Customer care agent performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.